Manufacturer narrative:
The reported event of backup operation was confirmed. Final analysis found the device was received in backup mode due to transient low battery consistent with normal usage. A longevity calculation was performed and found the battery depletion was normal based on the device usage.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine follow-up. Upon interrogation, it was noted that the pacemaker was found in backup vvi mode due to low battery. It was noted that the patient was dependent. The device was explanted and replaced. The patient was in stable condition.